Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the caps are coming off. The following information was provided by the initial reporter. The customer stated: the tops are coming off the tubes. "The red top and mustard color top" caps are coming off on occasion."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported when using the unspecified bd vacutainer tube the caps are coming off. The following information was provided by the initial reporter. The customer stated: the tops are coming off the tubes. "The red top caps are coming off on occasion."

Manufacturer narrative:
The following fields were updated due to corrected information: unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.5. Describe event or problem: it was reported when using the unspecified bd vacutainer tube the caps are coming off. The following information was provided by the initial reporter. The customer stated: the tops are coming off the tubes. "The red top caps are coming off on occasion." D.1. Medical device brand name: unspecified bd vacutainer tube; d.3. Medical device manufacturer: franklin lakes, nj; d.4. Medical device cat #: unknown; d.4. UDI: unknown; d.4. Medical device expiration date: unknown. G.1. Manufacturing location: franklin lakes, nj. G.5. 510k: na. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer tube the caps are coming off. The following information was provided by the initial reporter. The customer stated: the tops are coming off the tubes. "The red top caps are coming off on occasion."